Event description:
It was reported that the before using bd vacutainer® push button blood collection set with pre-attached holder, the customer noticed the packaged sterility seal was damaged on all 5 boxes. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore,100 retain samples were visually inspected for open or damaged packaging and the samples passed testing as the seals were complete with no damage to the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: open package/seal ¿ sterility in question based on retain sample testing analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that the before using bd vacutainer® push button blood collection set with pre-attached holder, the customer noticed the packaged sterility seal was damaged on all 5 boxes. No patient or user impact reported.